Event description:
It was reported that scratches were found on the sterile seal, with no breach in sterility of the product. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G3: report source japan. Visual evaluation found the tyvek has a hole that went through to the clear film but did not puncture the clear film. The seal is non-conforming. The sterility or breach thereof cannot be determined as the pouch was opened during evaluation, and a bubble test could not be performed. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.